Event description:
The reporter indicated that a 12.6mm, vicmo12.6. -16.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with no injury due to lens tear/break during injection/delivery into the eye and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Patient identifier- (B)(6). H6 - device code (B)(4): off-label use (acd < 3.0mm) h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).